Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted to the hospital with an increased lactate dehydrogenase (ldh) level, trace blood in his urine and intermittent elevations in power. The patient was discharged home in stable condition. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The pump was not returned for evaluation, therefore testing could not be performed, however, review of the controller log file analysis confirmed the reported 'high power' event. Logs indicated an increase in power consumption and estimated flow outside the normal operating range; trends of this nature may be indicative of thrombus. The root cause of the reported event cannot be conclusively determined; however, a possible root cause may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately sixteen months post implant, the patient was readmitted to the hospital with an increased lactate dehydrogenase (ldh) level, trace blood in his urine and intermittent elevations in power seen on log file analysis. He had been discharged three days prior for a high power event that was treated with heparin and integrilin. The patient was started on persantine and monitored for the next couple of days. On day six of this admission, the patients log files revealed another increase in power and the patient was started on a slow continuous infusion of tpa, followed by a heparin drip with a ptt goal of (60-80 seconds). Post tpa infusion the patient's watts returned to baseline, the heparin drip was stopped and coumadin was restarted. Eleven days after admission, the patient was discharged home in stable condition on asa, persantine and coumadin. Investigation is ongoing.